Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the cios fusion system. During a patient procedure, it was reported that the patient received a higher radiation dosage than necessary. We have no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, log file analysis, and cc-part analysis. According to the provided information, during the procedure, some images were overexposed. This issue happened sporadically. Nevertheless, the procedure was finished on the imperfect system. Log files were analyzed, and the cc-part was investigated but no abnormalities could be found. However, when the flat detector (fd) calibration data was investigated, it showed an abnormality the fd calibration data. According to the system expert, the root cause of this issue was the incorrect calibration of the fd. The investigation of the fd calibration data showed a striped artefact resembling the lamellas of the grid. This led to the conclusion that the grid was not removed during calibration. The steps of calibrating the fd, including when to remove and reinsert the grid, is stated in the maintenance manual. Due to this incorrect calibration, the images were overexposed. The radiation that caused the overexposure was also calculated using the provided images. It was concluded that the patient was exposed to a negligible increase in dose. Furthermore, the applied radiation is displayed to the user. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The reported incident is not classified as an adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.